Event description:
During an atrial fibrillation procedure, there was no video on the primary monitor, however, there was video feed to the remote monitor. The video feed was swapped between the primary and secondary monitor but the issue was not resolved. Upon startup, only one image would appear which appeared grainy and green. After rebooting 5 times, the issue was resolved and the procedure was completed with no patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One ensite velocity¿ dws7 was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. Ac power was applied to the velocity display workstation which successfully passed the initial hardware self-test prior to the launch of the ensite application. Functional testing confirmed normal video display on both the primary and remote monitor. No hardware issues were reproduced or identified during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported display issue and subsequent delay remains unknown.